Event description:
A report was rec'd from (B)(6) stating that the fraction of inspired oxygen (fio2) display on the device was out of specification. The fio2 monitor on the device showed 30% when the device was started up with 21% air. After leaving the device for a day, the fio2 was 96% when fio2 was set to 100%. (Measured fio2 by external analyzer was 98.2%). The next day, the fio2 was 104% when fio2 was setting to 100%. (Measured fio2 by external analyzer was 98.9%). There was no patient involvement reported.

Manufacturer narrative:
The device was repaired by a third party organization. The o2 sensor was replaced and the device operated as expected. (B)(4).